Event description:
It was reported that the patient was experiencing diaphragmatic stimulation since implant and was never resolved with several reprogramming attempts. It was also reported that the patient felt funny and presented to the clinic with exit block on the right ventricular (rv) lead. The rv lead was repositioned and remains in use. It was further reported that the left ventricular (lv) lead had increased threshold. Therefore the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed) and the outer tubing overlay. Blood was found in/on the helix/lobe mechanism.